Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's digital board was removed and returned. The customer's report was not replicated or confirmed. The digital board was put through extensive testing which included full functionality testing without duplicating the report. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.